Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from 6 west - abmt that the blood tubing set was difficult to prime. Once primed with red blood cells (rbcs), it was noted that the luer was cracked and leaked rbcs. A new blood tubing set was obtained and reprimed with the rbcs without difficulty. There was no patient involvement.